Event description:
The customer reported that after 2-3 uses, the device would not re-open. It is unk if the device was applied to tissue when it would not re-open, and if so, how it was removed. There was no pt injury in this case and another device was used to complete the procedure. It was also reported that the knife blade was out of its track, and upon covidien's receipt of the device for evaluation, a preliminary investigation found that the knife blade was protruding form the jaws of the device.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.